Event description:
The device leaked at the 2nd marker during the procedure. No patient injury or further complications occurred. The case was completed with this unit. No further information is available.